Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2017 at 5:00 pm with 500 mg/dl blood glucose reading. Customer was hospitalization because of diabetic ketoacidosis. Customer was treated in the hospital. Customer cannot recall their current blood glucose reading. Customer blood glucose at the time of the incident was over 500 mg/dl. Customer also had 549 mg/dl blood glucose reading. Customer was wearing the pump at time of hospitalization. The hospital name (B)(6) medical center. Customer also reported blank display issue. Customer declined troubleshooting for high blood glucose reading. Insulin pump will be returning for analysis.

Manufacturer narrative:
Findings: unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected alarm error test and displacement test. Pump passed. No excessive no delivery alarms or blank display anomalies were noted. Unit received with cracked case at the display window corners, unit received with minor scratched display window and case. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.